Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware that the homechoice was adding cycles to therapy. The nurse stated that they were trying to figure out the procard. The nurse stated that everything has been resolved. The patient did not report any symptoms or discomfort. There was no patient injury or medical intervention associated with this event. The patient has been able to resume therapy successfully. No further information is available.

Event description:
A customer contacted baxter's technical service center and reported that the home choice (hc) machine has added a cycle to therapy during dwell. The care giver (cg) stated he watched as his son, the patient got his last fill and then the hc added another cycle. The baxter technical service representative (tsr) checked the patient's therapy; there were 12 cycles. The cg requested to swap the hc. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was not aware of this event; however, she advised that the patient's nurse will call to follow up. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty of the cycler adding an additional cycle was confirmed in the device logs but was not duplicated during evaluation. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The cause was undetermined. A service history review revealed no previous service events were related to the reported event. Baxter will continue to monitor similar reports to determine if further actions are required.